Event description:
It was reported that the cast cutter keeps running when you turn it off. This was noticed during setup for a procedure. No pt involvement and no adverse consequences.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.